Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range, hv lead impedance was received. Review of session records showed a single occurrence of the high hv lead impedance. Subsequent in-clinic measurements were within normal range. Further testing and programming changes were recommended. The lead remains implanted. The patient is in good condition.